Event description:
It was reported to kendall that on event date a nurse was holding 3/4 full container next to their body to fit lid on, when insulin needle sticking through bottom of container stuck nurse in skin of abdomen.